Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced the vision problems like blurry vision, poor near and far vision, mild refraction but initiate changes in ocular refraction once to twice a week with multi-diplopia associated with nausea, astigmatism. The patient has got intensive ocular steroid (unknown) treatment. After discontinuation of steroid treatment, patient experienced uveitis. Again the patient started the treatment with steroids but there was no visual improvement. Additional information was received and it was said that, the patient had changing postoperative vision, permanent postoperative inflammation, inflammatory uveitis and glaucoma was ruled out and final diagnosis mentioned as cystoid macular edema. The patient has got the medical treatment with topical anti-inflammatories and oral non steroidal and topical steroid. The patient was recovering from the uveitis. There are two medical device reports associated with this patient. This report is associated with the left eye.